Event description:
It was reported that when a disposable biopsy needle was set into the driver, there was a space between the stylet and the cannula. The needle was removed from the driver and not used on the pt. The physician used a different needle to complete the breast biopsy. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported for this lot # to date. The complaint sample was returned for eval and the investigation is currently underway.